Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2019 due to renal failure and sepsis. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The hm3 lvas IFU lists sepsis, renal dysfunction, and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2019 due to renal failure and sepsis. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The hm3 lvas IFU lists sepsis, renal dysfunction, and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to sepsis and renal failure. The death was not considered to be device related and the device operated as expected. The device will not be explanted. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to sepsis. The death was not considered to be device related and the device operated as expected. The device will not be explanted. No additional information was provided.